Event description:
It was reported that the right ventricular lead experienced high impedances, and apparent conductor fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): defib conductor fractured, the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, all insulators melted, the outer tubing overlay was melted, the outer tubing had cosmetic environmental stress cracking, outer insulation torn, there was a white substance on the exposed defib coil and outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation; partial lead in segments returned and analyzed.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.